Event description:
A patient experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 105, 44, 39, 38, 222 mg/dl. Tests were done within 11-20 minutes with a difference of 79 mg/dl. Patient did not experience any adverse events.